Event description:
During a mammotome breast biopsy procedure, received the green cable error code. They changed instrument and received the error code again. They removed the cable, and the white dc adapter came out of the unit. There was no pt consequence. The case was completed using the old biopsy system.